Event description:
It was reported the patient died in his sleep at his group home. It was noted the patient's family did not want an autopsy. An obituary search was performed which stated the patient had passed away after a short illness; however, the cause of the illness and the illness itself was not mentioned. Attempts for additional information have been unsuccessful to date.

Event description:
It was later reported by the physician that he did not know the cause of the patient's death as he has not seen the patient in almost 1 year. The physician did note that at the patient's last check, the vns showed an eos (end of service) condition. This check was (B)(6) 2015. It was noted the patient was referred to generator replacement; however, there were missed appointments and then a medical issue that prevented the patient from getting a new battery. Due to the eos condition observed in (B)(6) 2015, it is known the patient was not receiving vns therapy due to normal battery depletion for about 10 months prior to the patient's death.